Event description:
It was reported that the right ventricular lead exhibited high defibrillation impedance. It was noted that the impedance increased gradual and that this could have been due to a physiological change with the patient. The physician elected to continue to monitor. The patient was in stable condition.